Event description:
During an in-clinic follow-up, oversensing was noted while running a threshold test. The follow-up was completed without complications, and the device was later reprogrammed to resolve the event. The patient was in stable condition.